Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s mother reported via phone call that sensor cannula fractured while in the body and the sensor cannula was still in the body. Customer¿s blood glucose was 161mg/dl at time of incident. Sensor will be return for analysis.

Manufacturer narrative:
Inspected one opened and used sensor and found whole sensor no broken or missing parts were observed during analysis.